Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. Customer's blood glucose level at the time of incident was 519 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that the infusion set also gave her a problem she went to insert set using serter and the tape got stuck to side of serter so she was not able to use the set. The customer was treated for the high blood glucose with shots and changing infusion set. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.